Event description:
It was reported that during a supply change the user had difficulty attaching the connector and advanced the pump through steps, resulting in the system being in fill tubing with 2.9 units dispensed while not connected to the body; the user then restarted the process with guidance to complete a proper rewind and attach new supplies after multiple attempts. Symptoms included no reported adverse clinical effects. Outcomes included no hospitalization and no alarms. Investigation included user troubleshooting and education to review correct infusion set and cartridge change steps. Investigation of this case revealed user error during the supply change process leading to unintended fill while disconnected, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error related to use of the device.